Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204 (belt/monitor unusable). The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (code 204) was confirmed. Upon investigation the blue (+5v) wire was open in the trunk cable. The cause for the code 204 was the open wire. The root cause for the open wire could not be positively identified, but was likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.